Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patients implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient's pump ran out of medication in (B)(6) of 2016. A number of healthcare providers did not want to refill the pump. The patient was being medicated through the pump with fentanyl and morphine (both unknown doses and concentrations). The patient's status was unknown. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.